Manufacturer narrative:
(B)(4). The device was returned and evaluated by baxter. The evaluation confirmed that the soft keys on the keypad performed as the second row of keys and caused by a failed input/output printed circuit board. The remaining keys functioned as expected. The input/output printed circuit board was replaced.

Event description:
The customer reported that the pump keypad soft keys were acting like the second row of keys. It was also reported that there was no pt involvement.